Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No evidence of issues related to the complaint were found. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no loss of primes occurred. The force sensor was found within specifications. The complaint of a loss of prime was unable to be duplicated.